Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. Patient claimed that upon removal of the sensor pod she did not see the sensor wire but the tiny hole left from the sensor insertion was visible. Patient further reported feeling discomfort at site of sensor insertion. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).